Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the d3 diode was shorted in the electrode belt ECG "a". The root cause for the shorted component was unable to be positively identified. There was no death or adverse event associated with the device malfunction.

Event description:
02/24/2021-resubmitting this MDR as part of an internal audit where an acknowledgement 1 was received, but a passing acknowledgement 3 could not be located. A us distributor returned an electrode belt and reported that a patient was experiencing "adjust belt" messages.